Event description:
Physicians have indicated an increase in the incidences of patients requiring anterior vitrectomies after using the vitrectomy mode on this unit. There have been no reports of additional patient injuries.